Event description:
Pt with congenital herpes. Md placed suclavian cuffed silastic catheter in 2001 for home treatment with acyclovir. Four days later, pt became febrile while at home. Pt admitted two days later. Erythema noted at insertion site. Line removed. Site culture grew staph. Aureus (not msra), s. Epidermitis, klebsiella oxtyoca. Blood culture obtained prior to line removal grew staph. Aureus (not msra).